Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter d efibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy for what the device detected as a ventricular fibrillation (vf) episode. Follow up was conducted with the patients listed clinic. The healthcare professional (hcp) at the clinic was unable to provide any further details and indicated that the patient was supposed to follow up with the electrophysiologist (ep) at the hospital. The hcp was unable to provide any further information. The device remains in use. No further patient complications have been reported as a result of this event.